Event description:
It was reported that the patient was presented to the emergency room on (B)(6) 2022 with ventricular fibrillation/tachycardia and was admitted to the hospital. The patient was treated with cardioversion and intubation. A pacemaker was implanted on (B)(6) 2022. The patient reportedly did not have a history of arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.